Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f071201c lifestent 5f vascular stent system allegedly experienced difficulty to remove, misfire, and device-device incompatibility. This information was received from one source. The difficulty to remove, misfire, and device-device incompatibility involved one patient without consequence. The age, weight, and sex was not reported for either of the patients involved.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed partial deployment, material deformation, and difficulty to remove. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: b5, h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f071201c lifestent 5f vascular stent system allegedly experienced difficulty to remove, misfire, and material deformation. This information was received from one source. The difficulty to remove, misfire, and material deformation involved one patient without consequence. The age, weight, and sex was not reported for either of the patients involved.